Event description:
Patient had dual lumen port-a-cath. Each lumen accessed with 3/4 inch huber needle. Bloody drainage noted under port-a-cath dressing. When lumen flushed, normal saline leaking from the green wing part of the huber needle. De-accessed patient. Needle that was inserted inside the green wings was loose, then needle fell out.